Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020504 captures the reportable event of a hole in the package.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was received by the customer on an unknown date. Upon receipt, the products were damaged. The cardboard box was fine, not dented or anything. However, the aluminum pouch was perforated with holes, compromising the sterile barrier. The product was not used in a procedure. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020504 captures the reportable event of a hole in the package. Block h10: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the pouch of the device had indentations. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging tear, rip or hole in device packaging can be confirmed. After analysis it was determined that the packaging of the device was returned damaged (indentations). It is possible that these damages may be related with the handling of the device after the manufacturing process, since there were no deviations occurred during the manufacturing of the product. Most likely the handling of the pouches during the storage of the device could have caused the damage reported. Therefore, the most probable root cause is cause traced to transport/storage. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was received by the customer on an unknown date. Upon receipt, the products were damaged. The cardboard box was fine, not dented or anything. However, the aluminum pouch was perforated with holes, compromising the sterile barrier. The product was not used in a procedure. There were no patient complications have been reported as a result of this event.